Manufacturer narrative:
(B) (4).

Event description:
Literature: xiaowu h, xiufeng j, xiaoping z, et al. Risks of intracranial hemorrhage in patients with parkinson's disease receiving deep brain stimulation and ablation. Parkinsonism relat disord. Feb;16(2):96-100. Summary: the study analyzed risk factors (pt age, sex, blood pressure, anatomical targets, number of microelectrode recording penetrations and surgical modality) for hemorrhage in large series of deep brain stimulation (dbs) and ablation procedures in patients with advance parkinson's disease (pd). Event: dbs electrodes were placed. In 87 patients who did not undergo microelectrode recording (mer), the target position was confirmed by intra-operative MRI scan with a stereotactic frame. The actual target was modified in 21 cases in subsequent procedure; 2 of which were adjusted by 1.5 - 2.0 mm on the x and y coordinates. See literature article with MFR report #3007566237201002843.